Event description:
The facility representative reported a colleague infusion pump which started smoking after the batteries were changed and the pump was turned on during biomedical service. No patient injury or medical intervention was reported. The user interface module master software version for this device is 6.13.90, which is categorized as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of visible smoke was confirmed. The root cause was determined to be contact between the battery harness and a grounded metal part during charging of the batteries. No repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.